Event description:
The complainant stated that they purchased non-corrective, colored contact lenses from a retail beauty supply co without a prescription. When the complainant applied them to their eyes, they noticed that one was scratchy. Complainant returned to the place of purchase and told them that one lens was defective and that they would like a replacement. The retailer refused to refund or exchange. Complainant then noticed that it was labeled with the phrase "not for individual sale" and showed the package to an opthalmologist. He stated that the product was a sample. The contact lens solution is bausch & lomb, renu and is labeled "professional dispensing only".